Event description:
Patient reported she has lot numbers 4298336, 4315909, 4329615, 4282452, 4284652 [expiration dates unknown] and approximately 30 on hand affected by recall. Patient currently infusing without issue, unspecified with which lot number. Patient did report increased tiredness as of late. Unknown if related to recall. Patient did not have another cassette on hand not impacted by recall for next mix. Rph recommended patient go to the hospital for medication administration/observation, as pharmacy would not be able to get non-affected product out to her in time. Patient verbally understood. No other questions or concerns. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes - pending receipt; did the pt have add'l cassettes they were able to switch to? No. Is the infusion life sustaining? Yes; what is the outcome of the event? Ongoing. Reported to cvs/caremark by pt/caregiver.